Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and both left ventricular (lv) lead/right ventricular (rv) lead triggered a lead safety switch for out of range high pacing impedance greater than 2000 ohms. Both the right atrial (ra) lead and rv lead were other manufacturers leads. It was noted that there was noise and respiration feature oversensing on the ra lead, and rv intrinsic amplitude was out of range. Troubleshooting was discussed. Device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the plan was to see the patient in the office next month.